Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen, bupivacaine, clonidine and dilaudid at concentrations of 250 mcg/ml, 30 mg/ml, 150 mcg/ml, 3.0 mg/ml and doses of 106.5 mcg/day, 12.78 mg/day, 63.9 mcg/day, 1.278 mg/day respectively via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was having complications with the pump. The patient was at the hospital in the intensive care unit. The patient's small bowel was not moving, bowel obstruction, and they believe it had to do with the pump, it opioids, or medications. The patient's previous pump was replaced on (B)(6) 2016 and then thursday (B)(6) 2016 the patient began vomiting. The healthcare provider thought the nausea was due to the anesthesia so more morphine, haldol and oxygen was administered. Afterwards the patient began to violently throw up. The pump had been "12 on and 12 off with the battery" and the pump was stalled as it was thought the opioids were inhibiting the patient's proper bladder function. Then, the patient went through withdrawal with temperature fluctuations, agitation and confusion on saturday due to the stalled pump. The nasogastric tube was clamped to try and help with pushing the fecal matter out of the patient's rectum but the patient was still experiencing issues. The healthcare providers want to decrease the daily it doses to help with the bowel obstruction.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the site was aware the patient was hospitalized for the treatment of a bowel obstruction in (B)(6). The site had not seen the patient in the clinic since the hospitalization and had no further information regarding the withdrawal or what '12 on and 12 off with battery' was referring to.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.